Event description:
The patient was recently seen in the clinic with a chief complaint of pain over the ICD site, which at that time was concerning for pain due to her retaining knot either at the suture sleeve or pulse generator or potentially low-grade indolent infection. She was also interested in having her sprint fidelis 6949 lead extracted if possiblebecause of that. She underwent a extraction of her right ventricular lead model medtronic 6949.